Manufacturer narrative:
According to the instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: neurologic damage, local or systemic (e. G. Paraplegia).

Event description:
The fsa reported the following to gore: on (B)(6) 2024 the fsa got called in for an emergent type b aortic dissection with malperfusion of at least one renal. They deployed the devices as intended without any issues. On (B)(6) 2024 the physician called the fsa and reported that the patient experienced chest pain last night. He got an additional cta scan, which did not show anything that was gore device related. Later in the night, the patient experienced paraplegia, which increased his blood pressure. He got a spinal drain placed. The paraplegia symptom improved however, he had malperfusion symptoms and his lactate was raising. They brought him back in this morning and put in a non-gore clip dissection stent across the visceral and a non-gore bare metal self-expanding stent (possibly a zilver) in the superior mesenteric artery (sma). The physician does not know what caused the issue; however, he stated there was not anything that showed that the gore device was related to the patient symptoms. The device remain implanted.

Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: neurologic damage, local or systemic (e .g. Paraplegia). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.